Manufacturer narrative:
Doctor (B)(6) reported the patient has been treated appropriately by doctor (B)(6) for the necrosis. Doctor recommended the discontinuation of antibiotics and valtrex as this is necrosis and not infectious. The user of nitropaste was discussed and a protocol for resurfacing wound care was sent to doctor (B)(6). Also recommended was flooding the area with vitrase and plain lidocaine along with hyperbaric oxygen treatments. Numerous attempts to obtain follow-up have been performed with no responses received. The status of the patient is unknown at the time of this report. The device history record for radiesse lot #100065607 was reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.

Event description:
Doctor (B)(6) injected a (B)(6) year old female patient with radiesse in the nasolabial folds and cheeks on (B)(6) 2013. The patient developed swelling, erythema and bruising post-procedure which she reported the following day ((B)(6) 2013). Doctor felt the patient could have an infection and prescribed solucortef IV, depomedrol injection, medrol dose pack, levaquin and valtrex. The patient called doctor (B)(6) later that evening and said her swelling was much better. The patient returned on (B)(6) 2013, with an area of necrosis at the left nare and a 1cm patch under her lip. Doctor (B)(6) reported her cbc count was normal. She recommended the patient use nystatin, trental, aspirin and warm compresses. A consult for doctor rogers was provided by (B)(6) medical director, doctor on (B)(6) 2013.